Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gynecologic procedure, the device would not seal. There was no patient injury. No further information available.